Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (mre) will not be performed, since mom systems are obsolete.

Event description:
Revision left total hip replacement for femoral loosening. Loose femoral component, bearing articulation was a metal on metal pinnacle. The corail femoral component was loose and was removed without incident. The prosthesis both acetabular and femoral components were stained with black debris and the soft tissue and bone including the femoral canal was also stained with black discolored debris. All components were explanted except for the pinnacle 52mm acetabular 100 series duofix cup. All explanted implants were disposed of. Doi: (B)(6) 2008 doe: (B)(6) 2023 affected side: right.

Manufacturer narrative:
Product complaint(B)(4)..this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information, from the sales rep.: the articulation was metal on metal. Dark staining of soft tissue etc.. It is probably, for others to determine any allegation around the prosthesis. It is clearly explained in the original description that the corail femoral component was loose, indicating that the prosthesis femoral bone interface was the ¿loosening interface¿. The inner face of the acetabular cup, while not loose was stained with dark fluid.